Event description:
It was reported by service report that the motion interrupt pan was broken and hanging out. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan.